Event description:
During an incident in 2003, involving a patient experiencing respiratory distress and with a heart rate of 140, this defibrillator was used with silvon diaphoretic ECG monitoring pads to monitor the patient, who was being still, and the crew experienced a lot of artifact. The pads were made by con med corp and labeled exp 2004 8th mo lot 0208162. While on the phone with a laerdal technician, the user hooked up to the defibrillator using monitoring pads and experienced intermittent "check electrodes" prompts. The customer states that while they have monitored before with no problems, they have been having artifact problems lately.